Event description:
Ous MDR: pt had received 8 inappropriate shocks on (B)(6) 2012, due to a vf episode. While in the hospital a magnet was placed, which terminated the episode, but after lifting the magnet a new vf episode was detected, which was then be terminated by a shock. The effectiveness of this shock can probably be explained by a position change of the pt. The x-ray showed an unfavorable lead position. The lead was under tension and was not positioned deep enough in the apex, possibly due to a dislodgement or migration.